Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, expiry date, UDI), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿the umbilical hernia sac was identified, and the reductant sac was excised. The defect was directly into the peritoneal defect the abdominal wall was free from adhesions. A ventralex mesh was placed in the defect and secured using prolene sutures.¿ on (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia and pain thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿a large chronic incarcerated hernia sac was identified and dissected free. The prior mesh was identified superior to hernia defect. The hernia sac was excised. Omental adhesions to prior mesh were lysed. The prior mesh was wrinkled a little bit at inferior aspect. The wrinkled portion was sutured back. A synthetic mesh was placed in the defect and secured using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."